Event description:
My freestyle libre 14 day sensors stopped working after only 4 days. This is the second time in just a month that this has happened. The failure rate is at 50% with my experience in just one month of use. FDA safety report ID# (B)(4).